Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a routine device interrogation thirty days post-implant. This interrogation demonstrated that the patient was having increased atrial fibrillation/atrial tachycardia episodes. At the next scheduled physician follow-up visit, the provider expressed concern that the reported atrial episodes were not true events and instead could be the atrial lead oversensing of the ventricular impulse. It was noted in the device interrogation report that there was some far-field sensing that had occurred. Therefore, at the next device interrogation, the atrial lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.